Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the supplies were changed every 4 days. A temperature change had occurred to the pump prior to the occlusion alarm declaring. Customer's blood glucose ranged from 91-248 mg/dl. Insulin delivery was resumed.